Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side ¿ruptured implants leaking silicone into body¿, ¿pain in breast¿, ¿achiness¿, ¿burning sensation¿, ¿inflammation in breast¿, ¿huge lump¿ and ¿bacteria in urine". She also stated of experiencing great concern regarding her breast implants when she discovered that they were part of a recall. The device remains implanted.